Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had a fall in (B)(6) 2025; since then, the device has not been working properly. On palpation on (B)(6) 2025, the device is slightly perpendicular and tender. Imaging done on (B)(6) 2026 shows the device with the lead intact. The patient experiences pain at the device pocket area. The patient had the fall in (B)(6) 2025 with loss of effectiveness of the device. It was stated that this was not related to the therapy or device and it was not related to the implant procedure. It was due to fall, resulting in the device losing effectiveness. As for intervention, the device was explanted on (B)(6) 2026. Resolved without sequelae (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.